Event description:
It was reported that the patient's device reached elective replacement indicator (eri) prematurely after only two years of use. It was also noted that the device was implanted after the "use before date." A device replacement is being planned, but the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The time of elective replacement indicator (eri) in save to disk on (B)(6) 2012, device eri was less than or equal to 2.62 volt. The weekly battery voltage trend data shows a minimum battery voltage of 2.64 to 2.62 volts between (B)(6) 2012. There was a patient alert for low battery voltage on (B)(6) 2012.